Manufacturer narrative:
(B)(4). Batch #t94x3t. Investigation summary: the device was returned with no apparent damage, with the blade tip intact and not broken off as reported by the customer. The device was connected to a test hand piece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about.

Event description:
It was reported that during a bilateral salpingo-oophorectomy, the black tip broke off and fell into the patient. The tip was visually recovered and the procedure was completed with a like device with no patient consequences. There is no additional information.